Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. Correction to g1. H10: the device was received for evaluation. Visual inspection was performed which observed a small piece of plastic sticker on the tube. The reported condition was verified. The cause of the condition could not be determined; however, the sticker was not found to be introduced during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flo-gard administration set appeared damaged. The damage was further reported as "a small piece of plastic sticking out of the connector on the set". This was identified prior to use. There was no patient involvement. No additional information is available.